Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a low anterior resection procedure, a pnuemo leak was identified. Unknown how case was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Additional information: were any noises heard such as whistling or hissing? Yes. If so, did the noise prevent insufflation? May be. Was there a drop in pressure? Not much. If yes, did this affect the visibility of the surgeon? What was the gas consumption rate or volume (liter/minute)? No information. Were you able to identify where the leak was coming from? No. Was a device inserted in the trocar during the leaking? No. If so, what device? Was any torque being applied to the trocar or device? Not much. The analysis results found that the device (a) was returned in good condition. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. Upon evaluation of the device, it was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process. The analysis results found that devices (b and c) were returned in good condition. In an attempt to replicate the reported incident, each device was functionally tested to detect any leaking issues. Upon evaluation of each device, it was functionally leak tested and passed. The devices were fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process. Devices b and c additional information: batch # j91l0u, expiration date: 05/2017, manufacturing date: 06/2012.